Event description:
A stented graft implant at abdominal aortic aneurysm using three gore brand excluder aaa endoprosthesis parts, catalog number pxl 161007, lot 03469596; catalog number pxt 261412, lot 05086059; catalog number pxc 141000, lot 05025733. Occlusion to lower extremity; multiple cerebrovascular infarcts. Death.